Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4)

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion, occlusion, prime, compromised force sensor, no delivery and motor tests. There was no motor error alarm noted. The unit had cracked reservoir tube lip.

Event description:
Customer reports to have received a motor error alarm while attempting a bolus delivery. Customer's blood glucose was 233 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. Customer will also be sent an infusion set and reservoir. No further information provided.